Event description:
It was observed during the device inspection that the duodenovideoscope exhibited foreign material on the distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The presence of foreign material on the device's distal end was confirmed. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. The foreign material may have been unremoved because the device was not reprocessed properly due to leak caused by a cut on the distal sheath. Olympus will continue to monitor field performance for this device. The instruction manual identifies detective and preventative verbiage associated with foreign material in "tjf-q190v operation manual chapter 3 preparation and inspection¿ and ¿tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor field performance for this device.